Event description:
The customer reported to customer service that the power supply for their breast pump stopped working, got hot, and melted.

Manufacturer narrative:
A replacement power supply was sent to the customer. Based on the customer's original report of melting (on (B)(6) 2012), an assessment was made and it was determined to not be a reportable even. Upon receipt of the product as returned by the customer on (B)(6) 2012, it was noted that the transformer housing had a breach and it was identified, at that time, as a reportable event. Contact was not made with the customer to obtain additional info regarding this event after four attempts. Should additional info be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. A product evaluation revealed that the transformer housing is deformed (melted) which is a safety risk. In summary, the analysis/evaluation revealed a breach in the transformer housing. A short was present which could cause the transformer to heat up, melt and cause a breach in the transformer housing. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. A visual examination of the power supply revealed the transformer housing was deformed (melted) a hole. The power supply was plugged in and the voltage across the dc plug was measured at ol, indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured ol, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 03 ohms, indicates that the thermal fuse did blow.